Event description:
It was reported the image on the gastrointestinal videoscope was grainy. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the cause of the reported malfunction could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.